Event description:
It was reported that following an implant that was difficult due to the patients anatomy, the left ventricular lead had pulled back. The lead was programmed to a different pacing vector and remained implanted. The patient was noted to be in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).